Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing. It was noted that ventricular capture could not be confirmed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.